Manufacturer narrative:
(B)(4).  Customer returned pump for alleged cosmetic damage located at the battery compartment found on 10-feb-2023. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test, and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Moisture damage was also noted on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, faded serial number label, and cracked retainer. Pump failed to download due to blank display. Blank display due to misaligned battery tube. Retainer ring damage confirmed due to cracked retainer ring. Cosmetic damage was confirmed at the battery compartment.

Event description:
Information received by medtronic indicated that the customer reported physical damage on the insulin pump along with a crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the insulin pump and will be returned for analysis.